Event description:
Customer reports a blood glucose result of 700 mg/dl taken on the advantage system sometime (result outside meter reading range of 10-600 mg/dl). No action taken based on device result. The customer did not provide the location where the discrepant result was obtained. No quality controls used. No adverse event reported. Requested return of suspect device and replacement was sent. Accu-chek advantage system: meter, comfort curve test strip lot number 547043, expiration date 8/31/05.

Manufacturer narrative:
The suspect product is the advantage meter.